Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed into the patient's left radial artery. The catheter stopped functioning after 48 hours. The patient presented with dampened waveform. Repositioning was able to get some of the waveform back. Within 8 hours they could no longer perform blood draws. As a result, the catheter was removed and replaced with a new one. There was no delay in treatment and no patient death or complications reported. It was noted the catheter exhibited curvature in the body upon removal.